Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The cusa excel 36khz handpiece (c2602) was returned to service & repair for evaluation, and when tested by the integra technician, the device overheated. There was no patient involvement.

Manufacturer narrative:
The cusa excel 36khz straight handpiece(c2602p) was returned for evaluation: device history record: the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit confirmed the complaint: the handpiece was overheated due to the transducer failure. A new transducer and housing assembly were replaced. The handpiece was retested and passed all test to manufacturer's specification. Root cause: the reported failure "handpiece overheated was confirmed." The root cause was confirmed as transducer delamination as a result of transducer braze degrading in the field. Corrective action was initiated and implemented in april 2021 and the solution was identified as using an alternative braze filler alloy which does not contain zinc. A trial was completed which confirmed that the use of a trial alternative braze alloy. The trial confirmed that the change does not affect the handpiece function. This device was manufactured prior to the corrective action.